Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak in the hydro assembly of synchron lx I 725 clinical system. The liquid appeared to be diluted wash concentrate ii. The customer cleaned up the leak and there was no additional leakage. There was no exposure to uncovered wounds or mucous membrane and no injury was reported.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011. The field service engineer (fse) primed and examined all connections and valves. No issue was noted. The fse installed new stirrer motor. The fse performed lamp calibration and calibrated the module, followed by qc. All results were acceptable. The fse continued to monitor the system and watched hydro. No evidence of leak or problem was noted.